Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-june-12, information was received from a patient receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient has had their pump since 2013 or 2014 and it has been empty since 2016. The patient inquired if it could "cause me physical problems being in me for over 5 years". No symptoms or patient complications reported. No further information provided.